Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited post-sensed t-wave oversensing. On (B)(6) 2008, an asymptomatic patient presented in clinic during follow-up, the device was post-sensed t-wave oversensing on the ventricular lead. The patient received inappropriate antitachycardia pacing and high voltage therapy. The device was reprogrammed. It was noted that the pace/sense portion of the lead was capped and replaced on (B)(6) 2009 due to unspecified issues. The lead was explanted and replaced on 12/19/2017. The patient was in stable condition prior, during and post procedure.